Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt had a history of a prior lasik procedure (pre-existing). In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. In a follow up phone call with the surgeon, he reported the iol was exchanged and the pt was doing well.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/22/2010 and 12/10/2010 by phone, fax, and mail. A completed questionnaire was received on 11/29/2010. Additional information was received in a follow up phone call on 12/10/2010. Medical records were received on 11/16/2010. (B)(4).